Event description:
The event is reported as: the device was tested prior to use and it was reported that the outer cuff did not stay inflated. The hospital also reported that the cuff showed slow inflation as well as slow deflation. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.